Event description:
It was reported there were high right ventricular (rv) lead thresholds and no capture at max outputs. It was further reported there was an increase in impedance and an elevated sensing integrity counter (sic). The patient reported feeling discomfort with deep breathing and during rv capture threshold testing. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.